Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose was 540 mg/dl. The customer was treated with injection. The customer stated that the device alarm after the battery change. The customer was assisted with clearing the alarm. Customer was advised that she did not have settings to program replacement insulin pump and will remain in injection until she can contact healthcare provider to obtain settings. Customer was advised to monitor the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.